Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported devices were not received for evaluation; the event was not confirmed. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use. Devices not returned to manufacturer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices continued to run when the power was released. There was patient involvement; no patient impact.